Event description:
Healthcare professional reported "exchange from textured to smooth devices due to the patients concern with the product" and "capsular contracture baker grade IV¿. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Clarification to b3: date of "4 years ago" provided. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: g1, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure two openings, encapsulation, wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "exchange from textured to smooth devices due to the patients concern with the product" and "capsular contracture baker grade IV¿. This record is for the right side. Device has been explanted.